Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: it was reported that the device shut down completely. The device is equipped with an internal battery to cover mains power losses or to enable short sequences of patient transport which means that the event has likely not occurred in single-fault condition. Most probably, the device was put into operation with a completely worn internal battery and another contributing factor has suddenly occurred that let the malfunction come into effect. Plausible scenarios would be that the device sw detected a too high internal temperature; the specified device behavior is to switch off the power supply to allow it to cool down and to continue operation on battery. If the internal battery is not available, operation cannot be continued. The initial factor could also have been a mains power loss due to issues in the hospital's power network or a component failure in the power supply. It cannot be excluded that the device solely performed a reboot to rectify an interrupt in the processing of sw routines - without access to the device or a log file covering the period in question is no in-depth evaluation possible; a reliable conclusion in regard to the exact root cause cannot be made. If the device shuts down due to running out of electrical energy, an acoustical power loss alarm will be generated for at least two minutes which is buffered by an independent power source. The internal battery serves as an important fail-safe mechanism and shall thus be inspected regularly; the recommended exchange interval is two years. The IFU emphasizes that availability of the battery shall be checked prior to each use cycle. Under consideration that the event was indeed related to complete power loss, lack of preventive maintenance and/or failure to follow instructions were contributing factors in the event. It is recommended to the hospital to have the device checked by authorized service personnel and repaired if necessary.

Event description:
It was reported in an ufr to dräger that the intensive care ventilator suddenly shut down during use although being properly connected to mains supply. The users reportedly bridged patient support in manual ventilation until a replacement device could be introduced. It was explicitly mentioned that the event did not lead to health consequences for the patient. The serial number and unique device identifier (UDI) of the affected device was requested from the customer but not provided. Therefore, the UDI cannot be determined.